Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® sst¿, three (3) tubes were missing a label. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® sst¿, three (3) tubes were missing a label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d4. Medical device lot #: 5093427. D4. Medical device expiration date: 31-mar-2026. H4. Device manufacture date: 03-apr-2025. D.4 UDI#:(B)(4). D9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 03-nov-2025. Investigation summary: bd received one photo and two samples for investigation. The photo depicts multiple tubes without labels. Additionally, the two returned samples underwent a visual inspection for missing labels, and both samples failed the inspection. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode: incorrect/missing label information. The root cause was determined to be the label vision system's camera being out of position. The camera was fixed at time of discovery. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.